Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates (b)(4) (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged Additional information - This Medical Device Report (MDR)is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary. Complaint Investigation Results: Review of complaint record Database (b)(4) event description and all available information and assigned malfunction code: it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation: No lot no. was provided, however, as no product malfunction was alleged.No visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Clinical data from a Phase 3 trial involving subcutaneous administration of foslevodopa-foscarbidopa (Produodopa) indicate that patients may experience side effects primarily at the infusion site. Reported events include erythema, pain, cellulitis, and oedema. In some cases, infusion site infections have been observed, with treatment involving oral antibiotics. Corrective and Preventive Action (CAPA) determination: Based on the available information, no further investigation is required, nor Corrective and Preventive Action (CAPA) plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts). Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Complaint Investigation Results:A complaint investigation was performed based on the event description and the assigned malfunction code No malfunction based on complaint information. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Because the complainant did not identify a specific product or product family, no review of manufacturing or release controls could be conducted for this complaint.Corrective and Preventive Action (CAPA) Determination:Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.Complaint investigation - Conclusion:Based on the limited information available, the investigation was completed and no product malfunction was alleged or identified. The complaint cannot be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint.Based on the available information, this event is deemed to be a Death.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 8021545.

Event description:
It was reported that the patient died due to his Parkinson's disease, but stated that this is because of the progression from the infection of one of the infusion sites and the patient had to undergo drainage of the Insite and was placed on multiple antibiotics. Event on (b)(6) 2025.